Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain and underwent a second procedure on (B)(6) 2010, due to the pain to remove the mesh. The patient continued to experience pain and had a hysterectomy to help treat it without relief. The patient was diagnosed with nerve damage. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.